Manufacturer narrative:
Concomitant medical products: product ID 8578, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
At a pump replacement procedure for normal battery depletion the catheter was cut/nicked inadvertently. The original catheter was trimmed and a new catheter was added. The pump delivered morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.